Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had non-target stimulation due to lead migration. It was also noted that there was stimulation on the rib and stomach area. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected.